Event description:
Title: bronchoscope 1. The suction attachment and biopsy port assembly became detached from the body of the olympus lf-gp bronchoscope, allowing body fluids to invade the seal and contaminate the interior of the scope. This is an ongoing problem with olympus bronchoscopes at the facility and is similar to the recall for olympus bf model bronchoscopes. However, this model was not included in the recall. The facility believes the same potential for microbial cross contamination exists with this model scope as exists with the recalled scopes.